Event description:
It was reported that a power source alert 07 occurred. There was no reported impact to the customer¿s blood glucose level. The customer resolved the issue by plugging the charging cable into a wall adapter, and no further assistance was required. The pump began charging, and the patient continued to use it normally.